Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and experienced abdominal pain as a result. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with neisseria mucosa in the culture and a wbc count of 1642/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was explained the patient did not wear a mask during pd setup and treatments. The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event as they remain asymptomatic with clear peritoneal effluent fluid. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product or device. The patient continues ccpd therapy on the same liberty select cycler at home following this event.